Event description:
The facility reported a colleague infusion pump with an overdelivery. The volume delivered was 10% more than intended. The pump was set to deliver 20ml and instead of the programmed amount it delivered 22ml. Additional info received from the customer notes that the event occurred during pump accuracy testing. No pt injury or medical intervention was associated with this event. No additional information is available. The pump contains colleague 2006 remediated uim master software (B) (4).

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available. (B) (4)